Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that the ethicon products involved caused and/or contributed to the postoperative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon suture products used in this procedure? Citation: int surg j. 2016 nov;3(4):1893-1897; doi: http://dx.doi.org/10.18203/2349-2902.isj20163034. (B)(4).

Event description:
It was reported via journal article: "title : role of limited caecal resection in patients with acute gangrenous appendicitis" author : jignesh a. Gandhi, pravin h. Shinde, rohan d. Digarse citation: int surg j. 2016 nov;3(4):1893-1897; doi: http://dx.doi.org/10.18203/2349-2902.isj20163034. This retrospective non-randomized study aimed to evaluate the technique of limited caecal resection for acute gangrenous appendicitis. From 2010 to 2016, 23 patients (n=17 male and n=6 female; average age of 38 years [ranged 18-86 years]) with appendicular base perforation underwent limited caecal resection. In the procedure, the defect created was closed with mersilk 3-0 in an interrupted manner in two layers. Postoperatively, complications included faecal fistula (n=1) which was managed conservatively. Limited caecal resection as a surgery for base perforated appendix has shown promising results and is recommended in patients with base perforations in whom simple appendicectomy has a high chance of complications.